Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, lot# l64776, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient experienced an injury noted as 'death.' The failure was noted as 'delivery failure.' The patient died with the pump in her on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.